Event description:
On an unknown date, a patient in canada underwent a procedure for the placement of percutaneous endoscopic gastrostomy (peg) tube. During hospitalization in the gi unit, it was discovered that the patient's internal bumper became embedded in the stomach wall. Duopa treatment has been suspended. The patient has been restarted on oral levocarb, pending start of vyalev. The device remains implanted, pending surgical removal.

Manufacturer narrative:
H6 code of e2402 was chosen to capture the event of buried bumper syndrome. Catalog number in d4 is the international list number which is similar to us list number of 062910. The device involved in the event was not returned and remained implanted in the patient; therefore, a return sample evaluation is unable to be performed. A buried bumper is a known complication of a peg tube placement. If any further relevant information is identified or obtained, a supplemental medwatch will be filed.